Event description:
Allegedly, patient was revised due to mom complications: pain; popping/grinding/ elevated cocr ions. Intraoperatively, evidence of metal debris - left.

Manufacturer narrative:
This is the same event as 3010536692-2015-00803.